Event description:
It was reported that the patient was not getting an adequate stimulation due to high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.